Event description:
(B)(4). Pain in right side, came and went at first but now is constant. I had an x-ray for a low back injury and it showed that on the side that hurts the essure coil is lower than the side that doesn't bother me.